Event description:
It was reported that one of the patients leads has broken and was confirmed with an x-ray.

Manufacturer narrative:
Exact date unknown, event occurred in approximately (B)(6) 2022. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7076092.

Event description:
It was reported that one of the patients leads were broken and was confirmed with an x-ray. Additional information was received that the patients leads migrated and the patient was not getting an adequate pain relief. The patient underwent a revision procedure wherein the linear leads were replaced with a paddle lead. The patient was doing well post operatively. The explanted devices were not returned as they were kept by the surgery center.